Manufacturer narrative:
(B)(4). No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and a firmware anomaly was found to be the cause of the reported backup vvi.

Event description:
It was reported that when the patient presented to emergency room after receiving shock, device was found to be in backup vvi mode. Patient was stable. During device interrogation, inappropriate shock due to atrial fibrillation with rapid ventricular response was noted. Device download was performed successfully. Device was explanted and replaced. Patient tolerated the procedure well and was stable.